Event description:
It was reported that in 2005, the pace/sense portion of this lead was capped and replaced due to unsatisfactory performance. The defib portion remained active at that time. Due to worsening pacemaker syndrome symptoms, the lead was later fully capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.